Event description:
It was reported that the extension tubing for a bd saf-t-intima¿ IV catheter safety system broke, " in the same afternoon when locked the side clamp after flushing." There were two occurrences reported but the date/time and or patient information is unknown.

Manufacturer narrative:
It was reported that the extension tubing for a bd saf-t-intima¿ IV catheter safety system broke, " in the same afternoon when locked the side clamp after flushing." There were two occurrences reported but the date/time and or patient information is unknown. Investigation summary: a device history review was conducted for lot number 7300727. Records show the reported lot was manufactured on 11/23/2017, and indicate that this is the only instance of damaged tubing occurring in this batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: with the photo provided, our engineers were able to determine that the most likely root cause was due to the application of the clamp; this could be due to either a defect in the surface of the clamp or through the use of excessive pressure when activating it. Additionally the representative sample that was returned to our facility was inspected for deformities and tested to in an attempt to replicate this event. No defects were found and our efforts to replicate the event were unsuccessful after numerous attempts. Root cause description: based on our findings, the root cause for this complaint could not be confirmed at the conclusion of our review. Rationale: no corrective action was performed since this issue could not be confirmed as manufacturing related. Bd will continue to track and trend for this issue.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tubing for a bd saf-t-intima¿ IV catheter safety system broke, " in the same afternoon when locked the side clamp after flushing."